Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. A 2.50x28mm promus element stent was selected to treat the unspecified coronary lesion. Despite multiple attempts by the physician, the stent was not able to cross through the lesion. No patient complications were reported. The patient's condition was stable. However, returned device analysis revealed stent damaged and shaft broken.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: a visual examination identified stent damage. Struts were damaged and bunched in the middle section of the stent. The distal shaft was severely kinked and accordianed along its length. The shaft was separated at the guidewire exchange port. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the device during handling/use. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).